Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included bloating. In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and menometrorrhagia ("menometrorrhagia"). On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), abdominal pain ("abdominal pain") and complication of device insertion ("failed essure tubal procedure."). The patient was treated with surgery (underwent a total hysterectomy due to complications from the essure device and salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, menometrorrhagia, abdominal pain and complication of device insertion outcome was unknown. The reporter considered abdominal pain, complication of device insertion, menometrorrhagia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: failed essure tubal procedure. Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received, reporter added, event added, abdominal pain, did not undergo essure confirmation test and failed essure tubal procedure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bloating. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (underwent a total hysterectomy due to complications from the essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia and menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and medical records received- reporter information, patient details, other relevant history, events- abnormal bleeding vaginal, menorrhagia, menometrorrhagia, were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain pelvic area") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included headache, right lower quadrant pain, right lower quadrant pain and rash. Previously administered products included for an unreported indication: ortho novum, depo provera and loestrin. Concurrent conditions included bloating, depression, anxiety, headache, skin rash, dermatitis and genital bleeding. Concomitant products included citalopram, ethinylestradiol;norethisterone acetate (loestrin), ethinylestradiol;norgestimate (sprintec), loratadine (axcel loratidine), lorazepam, mestranol;norethisterone (ortho-novum 0.5), paracetamol (acetaminophen) and trazodone. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced menometrorrhagia ("menometrorrhagia"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain") and injury associated with device ("other ¿ insertion injury."). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), complication of device insertion ("failed essure tubal procedure."), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems ¿mental anguish / anxiety"). The patient was treated with surgery (underwent a total hysterectomy due to complications from the essure device unilater salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and abdominal pain was resolving, the menstrual disorder, menometrorrhagia, complication of device insertion and injury associated with device outcome was unknown and the depression and anxiety had not resolved. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, injury associated with device, menometrorrhagia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: failed essure tubal procedure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; menorrhagia, depression. Most recent follow-up information incorporated above includes: on 15-apr-2019: pfs received. Outcome of the events psychological or psychiatric problems ¿mental anguish, psychological or psychiatric problems ¿ depression updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's concurrent conditions included bloating. Concomitant products included anovlar (loestrin), conlunett (ortho-novum 0.5), lorazepam and paracetamol (acetaminophen). In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and menometrorrhagia ("menometrorrhagia"). On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), abdominal pain ("abdominal pain"), complication of device insertion ("failed essure tubal procedure."), injury associated with device ("other ¿ insertion injury."), depression ("psychological or psychiatric problems ¿ depression") and anxiety ("psychological or psychiatric problems ¿mental anguish"). The patient was treated with surgery (underwent a total hysterectomy due to complications from the essure device and salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia was resolving and the menstrual disorder, menometrorrhagia, abdominal pain, complication of device insertion, injury associated with device, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, complication of device insertion, depression, injury associated with device, menometrorrhagia, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: failed essure tubal procedure. Most recent follow-up information incorporated above includes: on 5-oct-2018: plaintiff fact sheet received. Events injury associated with device, depression and mental anguish were added. Historical conditions & reporters were added. Product. Patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain pelvic area') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included headache, right lower quadrant pain, right lower quadrant pain and rash. Previously administered products included for an unreported indication: ortho novum, depo provera and loestrin. Concurrent conditions included bloating, depression, anxiety, headache, skin rash, dermatitis and genital bleeding. Concomitant products included citalopram, ethinylestradiol;norethisterone acetate (loestrin), ethinylestradiol;norgestimate (sprintec), loratadine (axcel loratidine), lorazepam, mestranol;norethisterone (ortho-novum 0.5), paracetamol (acetaminophen) and trazodone. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced menometrorrhagia ("menometrorrhagia"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain") and injury associated with device ("other ¿ insertion injury."). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), complication of device insertion ("failed essure tubal procedure."), depression ("psychological or psychiatric problems ¿ depression"), anxiety ("psychological or psychiatric problems ¿mental anguish / anxiety"), metrorrhagia ("metrorrhagia"), anaemia ("anemia") and post procedural complication ("post removal complication"). The patient was treated with surgery (underwent a total hysterectomy due to complications from the essure device unilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, metrorrhagia and anaemia had resolved, the menstrual disorder, menometrorrhagia, complication of device insertion, injury associated with device and post procedural complication outcome was unknown, the vaginal haemorrhage was resolving and the depression and anxiety had not resolved. The reporter considered abdominal pain, anaemia, anxiety, complication of device insertion, depression, injury associated with device, menometrorrhagia, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: failed essure tubal procedure. Patient received treatment for pelvic pain, abdominal pain, bleeding: menorrhagia, metrorrhagia, anemia. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; menorrhagia, depression. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: metrorrhagia, anemia, post removal complication. Event outcome were added and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain pelvic area') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included headache, right lower quadrant pain, right lower quadrant pain and rash. Previously administered products included for an unreported indication: ortho novum, depo provera and loestrin. Concurrent conditions included bloating, depression, anxiety, headache, skin rash, dermatitis and genital bleeding. Concomitant products included citalopram, ethinylestradiol;norethisterone acetate (loestrin), ethinylestradiol;norgestimate (sprintec), loratadine (axcel loratadine), lorazepam, mestranol;norethisterone (ortho-novum 0.5), paracetamol (acetaminophen) and trazodone. In 2016, the patient experienced menometrorrhagia ("menometrorrhagia"). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain") and injury associated with device ("other ¿ insertion injury."). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), complication of device insertion ("failed essure tubal procedure."), depression ("psychological or psychiatric problems ¿ depression"), anxiety ("psychological or psychiatric problems ¿mental anguish / anxiety"), metrorrhagia ("metrorrhagia"), anaemia ("anemia") and post procedural complication ("post removal complication"). The patient was treated with surgery (underwent a total hysterectomy due to complications from the essure device unilater salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, menometrorrhagia, abdominal pain, metrorrhagia and anaemia had resolved, the menstrual disorder, complication of device insertion, injury associated with device and post procedural complication outcome was unknown and the depression and anxiety had not resolved. The reporter considered abdominal pain, anaemia, anxiety, complication of device insertion, depression, injury associated with device, menometrorrhagia, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: failed essure tubal procedure. Patient received treatment for pelvic pain, abnormal vaginal bleeding, abdominal pain, bleeding: menorrhagia, metrorrhagia, anemia, menometrorrhagia. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; menorrhagia, depression. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event abnormal vaginal bleeding, menometrorrhagia was changed to recovered/resolved". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (underwent a total hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Company causality comment : incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.